Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk), the device displayed "syntax error 32," "system error," and "pacer disabled" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing the reported malfunction could not be duplicated.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product and this complaint is still under investigation.